Event description:
A physician reported that needle was not fixed on handle of the probe during calibration. The procedure type was unknown. The surgery completion details were unknown. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).